Manufacturer narrative:
Further information surrounding the incident has been sought. A supplemental medwatch will b e submitted when the investigation is completed. (B)(4).

Event description:
Imp ref# (B)(4).